Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic total laparoscopic hysterectomy procedure, while teleoperating, the arm cart assembly (aca) had a non-recoverable arm error. The issue was resolved by rebooting the arm, and the procedure continued. There was a 10-minute delay. There was no patient injury.

Event description:
It was reported that during a robotic total laparoscopic hysterectomy procedure, while teleoperating, the arm cart assembly (aca) had a non-recoverable arm error. The issue was resolved by rebooting the arm, and the procedure continued. There was a 10-minute delay. There was no patient injury.

Manufacturer narrative:
H2) additional information: h6 (device codes) h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the logs for the arm cart assembly were evaluated and showed an occurrence of multiple different error codes. The instrument drive unit (idu) and z-slide were replaced. Further evaluation of the logs indicated a loss of ethercat communication with both the idu and robotic arm joint 6 computing notes. This resulted in a loss of data exchange between system components. The communication loss led to a cascade of failures consistent with system malfunction during operation. A failure code for 'ethercat master: slave absent' for both the robotic arm joint 6 and idu were noted, indicating absence of communication with these nodes. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an issue in the z-slide and idu. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.